Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" to the front therapy electrode. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted form the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt was receiving adjust belt messages. The pt was issued a replacement electrode belt.